Event description:
It has been reported to the co that during a ptca procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the saphenous vein graft and to 6mm. The physician tested the area with dye and the vessel was occluded. The physician moved the angiojet catheter towards the balloon, getting too close, and caused the balloon to rupture. The physician then attempted to reinflate the balloon and it would not. The aspiration catheter was inserted and particulate was aspirated from the vessel. The device was removed and pt is reported to be fine.